Event description:
New information received that indicates no delay in the procedure, the product was not changed out - they sequestered device and place a bacitracin on the patient. The procedure was completed successfully with no blood loss. Additionally, the generator used was a covidien esu generator (standard), cut setting was 20 and the coagulation setting was 40. The settings was not modified during the case. The bipolar cord was connected and disconnected from the generator port, the bipolar cord was not changed, and the v-cautery switch was used.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on march 21, 2023. Upon further investigation of the reported event, the following information is new and/or changed: b5 (describe event or problem- corrected event information), d4 (additional device information - added exp date), d10 (concomitant medica products- added medical product), g3 (date received by manufacturer) , g6 (indication that this is a follow-up report) , h2 (follow-up due to additional information) , h3 (device evaluated by manufacturer) , h4 (device manufacture date), h6 (identification of evaluation codes 11, 4114, 3331, 3221, 19, 4315). Type of investigation #1: 11 - testing of device from same lot/batch retained by manufacturer, type of investigation #2: 4114 - device not returned, type of investigation #3: 3331 - analysis of production records, investigation findings: 3221 - no findings available, investigation conclusions #1: 19 - cause traced to user, investigation conclusions #2: 4315 - cause not established. The affected sample was not returned for evaluation; therefore, a direct investigation could not performed. A retention sample was inspected to show no anomalies with the device and a fully intact v-cutter. The sample was electrically tested. No anomalies with the device were found and all electrical tests were within specification. During the manufacturing process, all vsp550 units are visually inspected and tested for functionality and performance along with inspection for v-cutter mechanism, prior to packaging. Without a returned device, a thorough investigation could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. Component code: 3039 - cautery tip. Health effect ¿ impact code: 4614 - serious injury/ illness/ impairment. Health effect ¿ clinical code: 1757 - burn(s). Medical device problem code: 4030 - excessive heating. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusions: 11 - conclusion not yet available.

Event description:
The user facility reported to terumo cardiovascular that during vein harvesting there was a burn noted on the left lower leg. It is unknown whether the product was changed out, whether there was a delay in the procedure, and whether the surgery was completed successfully, or if there was a blood loss. Terumo continues to attempt to gain more information regarding this event from the user facility. The procedure was for an endoscopic left greater saphenous vein harvest. Urgent coronary artery bypass graft x3 with skeletonized left internal mammary artery to the left anterior descending, and reversed saphenous vein aorto- coronary bypasses to the obtuse marginal branch of the circumflex and to the distal right coronary artery. Left atrial appendage clip exclusion 45 mm atricure clip. Giant bulla resection from left and right lungs using a stapling device. An initial report was received under uf/importer number: (B)(4).